Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the start/stop button of the previously working remote monitor was not functioning. Set up was verified, and troubleshooting steps were taken with patient services that resolved the issue. The power cord was disconnected and reconnected, and the monitor powered on. A few minutes later, a manual remote transmission was successfully completed, per the patient management database. The monitor was later returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the start/stop button of the previously working remote monitor was not functioning. Set up was verified, and troubleshooting steps were taken with patient services that resolved the issue. The power cord was disconnected and reconnected, and the monitor powered on. A few minutes later, a manual remote transmission was successfully completed, per the patient management database. The monitor remains in use. No patient complications were reported as a result of this event.